Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18819 - device 1 of 2 e1: patient city: (B)(6) patient country: colombia

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that 2 infusion sets got detached from the body tape not sticking and was in use for one day. No further information was available.